Manufacturer narrative:
This report is submitted on january 20, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment site (specific date not reported). Subsequently, the patient was treated with topical antibiotic and topical steroid (specific date and duration not reported).